Event description:
Pt was having a diagnostic arteriogram and possible angioplasty due to bilateral right claudication. After the arteriogram was completed it was decided that the pt was a candidate for angioplasty. A 7mm angioplasty balloon and a 8mm angioplasty balloon were introduced in "kissing catheter" fashion. During initial inflation of the 7mm balloon the balloon ruptured at only 6 atm pressure despite rating of 15 atm. A second catheter was inserted and procedure continued. However the pt thrombosed and had to be taken to or for a thrombolectomy. This is felt to be related to the balloon rupture problem delaying/prolonging the procedure.